Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator to manage bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device is not working the way the patient thinks it should be for her bowels. The patient stated that she "swells up whether she eats a spoon full of food or whatever" and that it "does not matter if she drinks a jar of baby food or eat/drinks anything she will swell up". The patient stated she would swell up for the whole day. The patient reported that she was swelling up all the way to her hips on her sides and when she woke up her hips were sore (soreness of the hips started 3 weeks ago). The patient noted that she had a hernia repair prior to implant, and that she noticed she started swelling up and not going to the bathroom since then. The patient stated that she might go to the bathroom a little bit, but then she can not go for the rest of the day. The patient was at 2.0v at the time of the call, however was not sure what program she was on, but thinks that it was p2. The patient stated that she tried increasing the stimulation on her own but the device shocked her. It shocked her so bad that it hurt when she would walk. The patient turned it up to 2.1 v and it shocked her whole body/down her leg. The patient did not have access to a patient programmer at the time of the call, and said she would follow-up with her healthcare provider. No further complications were anticipated/reported.